Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to have a break in the catheter near the hub; however, the root cause of this defect is unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during a procedure, the performa catheter experienced hub detachment. No additional patient outcome information was provided.